Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error . The customer¿s blood glucose value was unknown at the time of incident. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer states alarm occurred after a battery change. Customer also reports that insulin pump had power loss alarm. Customer able to clear the power loss alarm and also able to rewind the insulin pump. The insulin pump will not be returned for analysis.